Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of statlock base separating from the adhesive pad is confirmed but the exact cause remains unknown. One PICC plus statlock securement device was returned for investigation in opened packaging. The packaging of the device contained lot: juer0526. The retainer base appears to have been completely detached from the securement pad and reattached. Tactile evaluation of the adhering surfaces showed adhesive to partially active. Microscopic observation revealed the presence of adhesive between the contact surfaces of the pad and retainer. Based on the condition of the returned samples, possible contributing factors include forces applied during handling and chemical weakening of adhesive. Since the returned sample was returned with retainer partially detached from the foam pad, the complaint is confirmed but the exact cause remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event.

Event description:
It was reported the statlock clamps are no longer adhering to the base. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juer0526 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the statlock clamps are no longer adhering to the base. No other information was provided.